Event description:
During follow-up, decrease impedance and sensing was noted on the right ventricular (rv) lead. Diagnostic imaging was performed to confirm rv lead dislodgement. The device was reprogrammed. The rv lead was explanted and the patient was in stable condition.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found the helix clogged with blood. X-ray examination found over-torque of the inner coil consistent with procedural damage. After cutting the lead, cleaning the helix and applying torque directly to the inner coil, the helix could extend and retract. The measured full helix extension length was within specification.